Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, the jaws would not open and close; hence, the nurse could not check the opening and closing during the set-up. In addition, there was difficulty loading the reload onto the handle. The product was not used to the patient. Another reload was used to complete the case. There was no patient injury.